Event description:
It was reported that the patient presented in clinic with loss of capture on the right ventricular lead. The lead was imaged with an x-ray and noted to be dislodged into the atrium. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.